Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station ch-ntu had critical override, it was not communicating and end users were unable to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override, was not communicating, and end users were unable to sign in. A technical support specialist (tss) dialed into the station and during the remote session, no critical override status or disconnected mode icon was observed on the station screen. The tss contacted the customer and customer confirmed that there were no further issues reported with the station and granted permission to close the case. The system functioned after the technical support specialist verified the device.